Event description:
The nurse described an event involving a patient who had an evd placed for a number of days prior to an event where the patient experienced an increase in icp approximately one hour. When the evd was disconnected from the catheter, cerebral spinal fluid flowed quickly out of the end of the catheter. The cerebral spinal fluid was very clear. The drain was revised. The patient began to drain normally and the intracranial pressure returned to baseline.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported information.